Manufacturer narrative:
The device history record was reviewed. Manufacturing and sterilization records for se5425wvb, lot w9299 were found to be acceptable. The product has been returned and therefore evaluation is anticipated, but has not yet begun. It was reported that there was no patient impact or injury. The investigation is ongoing.

Event description:
The user facility reported that the cutter stopped cutting in the middle of the procedure. It is unknown if aspiration continued. A new cutter was opened and used to complete the procedure. No additional time or anesthesia was required.

Manufacturer narrative:
The product evaluation of the returned 25 ga. Bi-blade vit cutter wrapped in an se5425wvb pack label showing lot w9299 revealed the needle was bent, the port window was open, debris was visible all over the outer needle shaft, there was fluid in the lines and the cutter looked used. No damage was observed in the in the connectors. Functional testing on a stellaris elite showed the cutter did not cut and the inner needle was not reaching the cutting edge. It was noted that a bent needle could contribute to poor cutting performance due to binding between the inner and outer needle assemblies. Due to the dirty, damaged condition in which the cutter was returned with no tip protector the root cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was required. The investigation is complete.